Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this instance, it is likely that interaction with the mildly tortuous and moderately calcified lesion contributed to the reported failure to advance. Further, this interaction with the anatomy/lesion may have resulted in disruption of the stent implant on the balloon, such that during retraction of the stent delivery system (sds), the stent dislodged in the right coronary artery. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. The stent was eventually retrieved from the patient anatomy by a snare device. Based on the information provided, the failure to cross and stent dislodgement appear to be related to operational context. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Event description:
It was reported that during the procedure in the tortuous and moderately calcified mid right coronary artery (rca), after pre-dilatation, significant resistance was felt during advancement of the rx xience v stent system, force was not applied, and the stent dislodged in the mid rca. The stent was successfully snared from the anatomy. A new xience v stent system was used to successfully treat the lesion. There was no significant clinical delay in the procedure and no adverse patient sequela. No additional information was provided.